Event description:
The pt's daughter reported that her mother had experienced pain behind the ear where the lead and extension devices connect. The pt had also heard a crackling sound; the noise appeared to come from the same area behind the ear, there had been no loss of symptom suppression. The lead had been fractured at the time of implant; the dbs system had been successfully reprogrammed during the case. It was unk if the pain sensation persists when the device is off; the pt has turned the device off at night. A journal to document pt symptoms was anticipated; the pt would follow-up with the hcp in 2007. Add'l info has been requested from the physician.

Manufacturer narrative:
.